Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, there were laser probes returned for testing. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation with the same event code. The laser probes were received for testing. For the first returned laser probe, there was no obvious visual nonconformities and aiming beam. When the tip was inserted in the appropriate trocar gauge, it was unable to be inserted. Further evaluation found excess adhesive at the tip. However, it remains inconclusive how or when the excess adhesive was deposited on the cannula. The second tip was able to be inserted into a trocar with no issues and met all testing specifications. The root cause of the reported event is attributed to excess adhesive for the first returned probe. However, it remains inconclusive how or when the excess adhesive was deposited on the cannula. The second returned probe was determined to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery two laser probes from the same lot would not fit into the trocar cannulas. Procedure details and patient harm was not reported. Additional information has been requested.